Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed it was a self-service site and proceeded to cancel the work order.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 failed to close and the issue occurred with the top drawer. The user tried to push it in and confirmed there was no obstruction, but it still would not close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.